Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2017. According to the complainant, after the flexima rx biliary stent deployment, it was noticed that a piece of clear plastic remained in the stent which was most likely the guide catheter of the delivery system. In addition, a piece of guide catheter did not cause any harm to the patient. Furthermore, a biopsy forceps was used to remove the plastic piece of the delivery system. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.